Event description:
Twenty-two days post implant it was reported that the right ventricular (rv) lead appeared to be dislodged. It was noted that the sensing test showed sensing in atrium with as (atrial sense),vs (ventricular sense) both coinciding with p-wave. The rv lead also exhibited intermittent loss of capture and no capture at eight volts. Reprogramming was done to maintain left ventricular (lv) pacing as the patient reportedly had a rate of twenty beats per minute in the emergency room from intermittent loss of pacing. The rv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.